Event description:
During removal of wire (through newly inserted central line), wire uncoiled. Wire did not break. No resistance when pulling wire out through cordis. "Wire snapped and uncoiled." No adverse effects were observed as rptr was able to retrieve the snapped wire.